Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after an implant duration of three (3) years, eight (8) months due to a combination of degeneration, mild regurgitation, stenosis with a mean gradient of 34 mmhg, and host tissue/pannus. The annulus was noted as calcified and the aortic wall was friable and thinned. This was replaced with another device and the patient was later discharged.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal to moderate calcification was observed in the cusp area of all three (3) leaflets and was confirmed via x-ray. The free margin of all two (2) leaflets exhibited minimal to moderate calcification. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect, the outflow aspect, into the orifice and at the stent outflow. Host tissue fused leaflets two (2) leaflets at the commissure on the outflow aspect. Incidental findings: the wireform of commissure 3 was distorted, the sewing ring was observed cut near commissure 1, and the wireform was exposed on the outflow aspect of commissure 2. These damages are likely due to explant or implant. The clinical observation of stenosis could be confirmed as calcification restricted mobility in the leaflets and led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.